Event description:
It was reported that an ilet bionic pancreas displayed alert 38 indicating consecutive stalled motor, and after a restart attempt the device produced ¿unable to proceed¿ during a dry run with failure to rewind; subsequent restart attempts reproduced the same ¿unable to proceed,¿ and a replacement device was arranged. Symptoms included none reported. Outcomes included user guidance to contact the healthcare provider for backup therapy dosing. Investigation included customer support troubleshooting and education conducted remotely. Investigation of this case revealed repeat motor stall behavior with inability to rewind, consistent with a suspected pump motor or drive mechanism malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to lack of device analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.